Manufacturer narrative:
Concomitant medical products: item name: distal femoral component for cemented use only in the USA size b right, catalog number: 00585001202, lot number: 62595068. Item name: stem collar 30 mm o.d. For use with 16 mm or smaller diameter segmental stems, catalog number: 00585204030, lot number: 62471044. Item name: tibial component precoat size 6, catalog number: 00588000600, lot number: 62534388. Item name: stem extension straight 16mm dia x 100mm length, catalog number:00598801016, lot number: 62671795. Item name: fluted stem extension straight precoat for cemented use only 13 mm diameter 130 mm stem length, catalog number: 00585205013, lot number: 62231141. Item name: segment with male/female taper 140 mm length, catalog number: 00585004614, lot number: 07887033. Item name: articular surface with segmental hinge post size b 17 mm height, catalog number: 00585002017, lot number: 62463851.

Event description:
It was reported the patient was revised due to hyper extension of the knee.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed. No devices or photos were received; therefore visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The amount of hyperextension allowed under worst case loading conditions was not recognized as a design input. Damage to the poly insert (box) during verification testing was not recognized as a risk since it was outside of the acceptance criteria. The surgical technique and package insert and a product enhanced design was developed to address the root cause. The root cause can be considered as design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient had expired due to cancer. Oncology treatment had to be postponed to allow healing of the skin after the revision surgery.